Manufacturer narrative:
Date of birth is (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a relapsing peritonitis event. The cause was not reported. It was reported that the patient was hospitalized on the same day as the onset. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies not reported). Sixteen days after event onset, dianeal therapies were discontinued and the patient was transferred to hemodialysis (hd) and antibiotic treatment was discontinued. At the time of this report, the patient had not yet recovered from the event. No additional information could be provided as the reporter declined follow-up.